Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived to the emergency department (ed) with chest pain and it was noted that the batteries had died. The batteries were replaced upon arrival to the ed around 1715-1730. It was noted that the pump was off for extended period of time on interrogation. The log file captured 2 clusters of low power advisory alarms as a result of normal lithium battery power depletion on 06apr2026 and 07apr2026. During this time, the patient did not connect to power module/ mobile power unit power which indicated that the patient was sleeping on battery power. Then the log file captured a third cluster of low power advisory alarm that occurred on 08apr2026 from 0703 to 0933. Since the batteries were not replaced, they became low power hazard alarms from 0933 to 0952. The batteries were fully drained by 0954 and the log file captured no external power and power cable disconnect alarms in which the emergency backup battery was used to support function until 1154 when the pump stopped. The pump stopped from 1154 to 1157 and then the system lost all power. Therefore, how long the pump was off could not be determined for as the next time stamp after the 1157am pump stop was 01jan2000, time 0000 where the system controller was finally reset and power was restored. The pump was off for 3 seconds after the controller was reset. There were then clusters of clock corrupt alarms that occurred until the clock was reset. Repeat log files were sent on 08apr2026 after the ebb replacement. The event log file captured what looked like a pump off event due to depleted battery and ebb. Once power was restored, the ventricular assist device and peripheral equipment appeared to be functioning as intended for the remainder of the log files. It appeared that the ebb was exchanged on 09apr2026 at 0915.